Event description:
It was reported by service report that the fowler will not raise or lower, side rails loose, will not latch and brakes are out of adjustment. No pt involvement or adverse consequences are reported.